Manufacturer narrative:
Livanova deutschland received the hospital information. The defective pump was returned to livanova deutschland for further investigation. During the intense evaluation the reported issue could not be confirmed. The device worked according the specification. As the issue could not be reproduced or confirmed, a root cause was not identified.

Event description:
See initial.

Manufacturer narrative:
Hospital name and address was not provided. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A serial readout was sent to livanova (B)(4) for further investigation. However the reported malfunction could not be confirmed or reproduced during the evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a plegia pump (s5 mast roller pump) and the arterial pump (s5 roller pump) from a s5 system caused an issue during setup. It was reported that the plegia pump was stop-linked to the arterial pump but did not stop when the arterial pump was stopped. Due to the issue a negative pressure was caused and air was delivered to the oxygenator. The customer reported that the plegia pump was restarted and the reported malfunction did not reoccurred. There was no patient involvement.